Event description:
It was reported that during a cardiectomy procedure, the staple line was unstapled at the first firing. Some staples remained in the cartridge. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 10/30/2008. Information anticipated, but unavailable at this time.